Event description:
It was reported to the aci sales professional that a female patient underwent a diagnostic coronary catheterization procedure (exact date unknown). It was reported that following the procedure, the physician, trained to the use of the mynx, used the device for femoral artery closure. There was no information provided regarding the pre-procedural femoral angiogram to assess suitability of closure. The deployment of the mynx was reported to be uneventful. Two days post procedure, the patient returned to the ER with leg pain. An imaging was performed (it is unknown if it was a CT scan or an angiogram) which revealed an occlusion in the sfa. The patient went to surgery where a fogarty balloon was used. Debris was removed which was assessed to be mynx sealant. The patient tolerated the surgery well and was reported to be fine. Exact discharge date is unknown.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information received and the investigation performed, the cause of the reported sealant misdeployment could not be conclusively determined. There was no information provided regarding the pre-procedural femoral angiogram to assess suitability of closure. In addition, without source documentation of a pathology report or the material to perform chemical analysis, the composition of the occlusion could not be conclusively determined. There is no evidence to suggest that the mynx device did not meet specification or perform as intended. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.